Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps drug or alcohol abuse, smoker, functional overload due to open bite, perhaps peri-implantitis, pain, inflammation. Same patient as (B)(6).